Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined. Possible lot numbers: 4988264 manufacturing date 9/1/2020 device expiration: 09/01/2023. 5094506 manufacturing date 12/1/2020 device expiration: 11/01/2023. 4943606 manufacturing date 7/1/2020 device expiration: 7/01/2023.

Event description:
It was reported that, on an unknown date, a 4" small bore pressure tubing extension set, red needleless valve stopcock broke during use on the patient. It was reported that the arterial line setup snapped and broke at the level of the transducer when repositioning the patient in bed. Risk of bleeding and contamination was noted thus entire arterial line set-up was changed. There was no patient harm reported.

Manufacturer narrative:
The reported complaint of separation was confirmed. During visual inspection, the 4" pressure tubing was received and separated from the female luer. The end of the tubing was observed to be tacky. The separation of the bond was due to the pressure tubing being tacky. The probable cause of the pressure tubing being tacky is due to the ultraviolet (uv) adhesive on the tubing not being fully cured during the assembly process. The possible lot numbers were reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 2/20/2024.